Manufacturer narrative:
Initial and final MDR 1876070- MDR 3003442380-2024-05132- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusion sets fell off due to which hyperglycemia occurs within 48 hours of use. High blood glucose level was 200 mg/dl. He replaced infusion set and resumed insulin successfully. No further information was available.